Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and the displacement accuracy test. No excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced to low blood glucose. The customer stated that the emergency medical services were called for the low blood glucose. The customer's blood glucose was unknown at the time of event. The customer stated that they were given juice and sugar to treat the blood glucose and blood glucose was 49 mg/dl after treating. The customer stated that they were unconscious. The customer stated that they were wearing the insulin pump at the time of event. The customer stated that the top of the battery compartment was chipped. The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 400 mg/dl at the time of incident. The customer stated that the blood glucose went up to 571 mg/dl. Troubleshooting was done. The insulin did exit. The insulin pump will be returned for analysis.